Manufacturer narrative:
Journal reference: anand, et al., "gastric electrical stimulation is safe and effective: a long-term study in pts with drug-refractory gastroparesis in three regional centers." Digestion. 2007; 75 p. 83-89. See scanned pages.

Event description:
Journal reference: anand, et al., "gastric electrical stimulation is safe and effective: a long-term study in pts with drug-refractory gastroparesis in three regional centers." Digestion. 2007; 75 p. 83-89. The article describes the results of a study involving a cohort of 156 pts being treated for drug-refractory gastroparesis using an implantable stimulator. Reportable event(s): seven pts (implantable stimulators n=7) experienced infections requiring device explant. Other treatment and outcome details were not provided.